Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown; information not provided. Section e1: last name, email address: unknown, information not provided. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the surgeon that a posterior capsule tear was identified following the implantation of a preloaded single-piece spherical monofocal tecnis eyhance +11.5d intraocular lens (iol). After the tear was detected, the lens was cut in half and explanted during the same procedure. A three-piece intraocular lens was subsequently implanted in the sulcus as a replacement. The procedure was conducted in accordance with the instructions for use, with no delays, and did not require any additional medical intervention or medication. Upon follow-up, it was stated that the lens was not identified as a contributing factor to the posterior capsule tear. No further information is available.